Manufacturer narrative:
Method: no sample received for eval and investigation. As no lot number was provided, the device history record and lot history cannot be reviewed. The directions for use (dfu), (1306078, rev. D) states warning: "do not reinsert a partially or completely withdrawn needle as this can damage the sheath and break off in pt upon sheath removal. Failure to remove introducer sheath from the body before peeling may result in a segment of sheath breaking and being retained in the pt. This may lead to injury." Results: without the actual product or a lot number, a complete analysis cannot be conducted. If add'l info pertinent to this complaint or the sample is received, a follow-up report will be filed.

Event description:
(Procedure: distal gastrectomy). (Cathplace: abdomen). Sheath broke while being inserted into pt. Surgeon removed 2 inch piece of sheath for pt on same day. No adverse event occurred. Pump and lot number are not available per rep.